Event description:
Customer reports that the lab instrument, currently configured to perform pt, ptt, inr and fibrinogen tests. Results in a 0 (zero). The 0 result was converted to ">200" by a library code and auto-accepted. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).